Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report. Manufacturer will continue to monitor and trend related complaints.

Event description:
Catheter balloon burst during procedure. Filled with 7-10cc of sterile water. One catheter was retained for investigation. No patient injury reported. Patient current condition reported as fine.